Event description:
Customer initially reports device defective, breaking on first cut. On (B)(6) 2012, customer reports burrs breaking on first cut into bone, concerned patient could swallow broken piece.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.